Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there is a leakage. Patient IV dressing was soaked wet either with the normal saline they were being infused or the blood coming out from where the IV catheter was connected to smartsite, however, no clinical impact reported.